Manufacturer narrative:
Evaluation summary: the instrument was returned in good visual condition. The instruction was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements.

Event description:
During a laparoscopic cholecystectomy procedure, the clips would not hold tissue. Anotherlike device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.